Manufacturer narrative:
B3: unknown; no information has been provided to date. The device is available for evaluation- it has not been received. The investigation is pending. Additional contact information: (B)(6).

Event description:
The incident was reported by the massachusetts department of public health. The event involved a secondary set, secure lock, 34 inch where it was reported there was small black dots on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.

Manufacturer narrative:
The device is not available for investigation. A supplemental MDR will be submitted if any updates become available. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.